Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, per complaint details, the ¿revision surgery was performed due to pain and a feeling of wrongness¿ approximately 5 years post implantation. Reportedly the doctor commented, the ¿this revision was not caused by concerned device.¿ per communication, there was no delay reported, no device returning, and no further supporting clinically relevant documentation would be provided for inclusion in a medical investigation. Without supporting clinical documentation, the root cause of the reported revision could not be assessed. The patient impact beyond the reported pain and subsequent revision could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Pain is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to the customer feeling of wrongness and pain.